Event description:
Had a bilateral dx mammogram for pump in lump in right breast. One year later, (B)(6) 2018, my second mammogram, my dr noticed enlarged axillary nodes on left side previously normal size. Obviously been growing awhile. Ultrasound showed they are full of silicone from implant rupture, probably from mammogram in 2017 since previous ultrasound was no incident to cause rupture since then.